Event description:
It was reported that during the implant procedure the physician tried to insert the stylet in the lead, however, after about ten centimeters the stylet was blocked. The lead was removed and the physician decided to use another lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors had blood/fluid which created an obstruction. It was noted that all of the conductors were stretched, the lead was stretched, and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.